Event description:
It was reported that the subject device had error e433 and the electrosurgical generator will automatically start. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the link-in/link-out function is not working. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the hvps board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.